Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens but did not like the way the lens was seated in the eye. The lens was removed with no patient injury. The reporter stated the incident was due to the condition of the patient's zonules and was not related to any staar products.